Event description:
It was reported that this previously capped right ventricular (rv) lead had was part of a system revision due to an infection. This lead remained capped. There was no additional adverse patient effects were reported.